Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 22mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. The left disc of the device did not open up properly it appeared bulbous in shape, it was tried 2-3 times again, but the same thing persisted. So the physician had to retrieve the device. There was no kink in the delivery system. No device was implanted. Patient stable, no additional information was provided.

Manufacturer narrative:
The reported event of bulbous deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.